Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). After additional information was received on march 11, 2024, it was determined that the implant received was a biomet 3i implant instead of a zimmer dental implant. Since the FDA submission site cannot be corrected, the new complain under (B)(4) was recreated to replace the (B)(4) incorrectly submitted with the wrong submission site. As a result, the prior submission for MFR -0002023141-2023-03264 -1 submitted on april 5, 2024 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event. This report is submitted to correct FDA submission site for MFR -0002023141-2023-03264 -1. The new reportable report number is 0001038806-2024-00767 submitted on april 18, 2024.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the dental implant located in position number #12 failed due to a non-integration and sinus perforation. The procedure was not concluded by placing another implant. The patient did not experience any negative impact on his health.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) unknown biomet implant for evaluation. Visual evaluation / functional test was performed, there was signs of use with bone debris on the external threads. The implant had markings from removal. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.